Event description:
The pt was receiving IV gamma gard 20.9 gm in 418 cc of solution to run over 6 hours. Two IV bottles contained 198cc of solution and the third IV bottle contained 20cc of solution. The first bottle of IV solution infused without problems. The second bottle was then hung and the IV pump was set to run at 76 cc/hr. The second bottle was started to infuse at 15:35. At 16:15, the pump read that 64cc of solution infused; however, there were only aproximately 158cc of solution infused instead of 64cc. During the infusion time, the nurse did a periodic visual check of the IV bottle and noted no problem with the infusion rate. (*)